Manufacturer narrative:
The reagent lot numbers with expiration dates were not provided. The field service engineer (fse) found the internal filter attached to the procell reagent was loose; this was tightened. There was a large quantity of solid matter in the procell syringe body; the buffer passages were washed and the syringes were replaced. The investigation determined the event was due to a maintenance issue.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for either elecsys ft3 iii (ft3 iii) or elecsys ft4 IV (ft4 IV) on a cobas 8000 e 602 module. Patient 1 initial ft4 IV result was 1.79 ng/dl. The repeat result was 1.18 ng/dl. Patient 2 initial ft3 iii result was 5.03 pg/ml. The repeat result was 3.01 pg/ml.